Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that on 12-may-2024 the patient experienced feeling sick/vomiting sweating . The time and date of hospitalization is (B)(6) 2024 at 11 am and the reason of blood glucose was that patient drank more water. T he length of hospitalization is 4 days and the patient when admitted to hospital the blood glucose level was 26mmol and currently at 59 mmol/l. And the reason of hospitalization is patient facing high blood glucose level and dka seizure or diabetic coma. Patient also got issue of ketones level. No further information available.